Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that the patient was getting a routine trach check that is completed once a shift. Team was unable to attach the syringe to the pilot balloon. It required the syringe to be held onto the port while inflating/deflating the cuff. This made it difficult to measure the cc on the cuff which was roughly 1.5 cc and supposed to be 2 cc. It was decided by rt and rn to make a trach change since there was a suspected air leak. After changing completing the trach change the trach was inspected by rt and rn. They attempted to inflate the cuff and noted leaking and was not inflating equally. Patient was stable the whole time with no issues. Event occurred at the hospital and the operator of the device was a health professional. There was no medical intervention. There was patient involvement and no patient was harm.

Manufacturer narrative:
Updated: d3 - mfg establishment name. G1 address: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.